Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Based on the information by olympus korea co., ltd that the the auxiliary water tube was damaged, omsc concluded that the water supply was not functioned properly due to the auxiliary water tube breakage and foreign matter was easily clogged. The breakage of the auxiliary water tube may have been caused by external stress such as excessive bending of the insertion part. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and found that the auxiliary water tube was damaged. The reported event appeared to be caused by defect of the auxiliary water tube. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material exited from the distal end of the device. There was no report of patient injury associated with this event.